Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Stimulation was going down the patient's legs and it was not needed there. The patient wanted it in the left cheek, but was going to keep stimulation off for now due to not needing it in the legs. The patient met with a manufacturer representative for reprogramming, but it did not help dealing with stimulation in the wrong location. Function and use of the patient programmer and recharger was reviewed. Patient indicated for failed back surgery syndrome, and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had low back pain about four inches from the spine. The spinal cord stimulation was in that location, but the therapy was not hitting this specific spot and their pain was terrible. The pain was on-going and it kept the patient up at night even though they took percocet. An appointment with a new healthcare provider was scheduled for (B)(6) 2015.

Event description:
It was reported that the stimulation was in the wrong location. The stimulation was supposed to help pain in the left buttock however at the time of the report the patient felt stimulation above the left buttock area and to the side. The implantable neurostimulator (ins) was implanted in the right buttock. It had been more than a week, maybe a couple of weeks, since the event occurred. The patient wasn¿t sure if it was sudden or gradual as she also had back pain and she was wondering if she unintentionally changed something. It was noted that the patient fainted about one year ago due to low blood sodium level and about a couple weeks ago she bumped into a dishwasher, however the patient didn¿t remember which side of her body bumped into the dishwasher. It was recommended that reprogramming be performed on the stimulation to address stimulation needs. The patient did increase the stimulation and it seemed to be helping. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.